Manufacturer narrative:
H6: investigation summary: four 5ml syringes in opened blister packs (p/n 309649) were received and evaluated. Two were from batch 0155912 and two were from batch 9346325. It was observed there was a small amount of flashing on the collar extending from the gate mark. The flashing did not affect the form fit or function of the device and was acceptable per product specification. Potential root cause for the flashing defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was damaged. The following information was provided by the initial reporter: scratch / defect that runs from the thread of the syringe to the top. Action taken locally: reported to local qc, batch quarantined.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0155912, medical device expiration date: 2025-05-31, device manufacture date: 2020-06-03; medical device lot #: 9346325, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-12. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll euro 125 s/c was damaged. The following information was provided by the initial reporter: scratch / defect that runs from the thread of the syringe to the top. Action taken locally: reported to local qc, batch quarantined.